Event description:
Healthcare professional reported a patient was injected 2ml of juvéderm® volux¿ in the chin and juvéderm® voluma¿ with lidocaine in the medial malar region. Roughly 6 months later, patient presented with edema, erythema, pain and nodules in the right side of the chin. Patient had phlogistic signals in both areas of product injections. Patient was treated with predsim 40mg for 2 days and 20mg for 3 more days was prescribed, but the patient used it for 12 days;with slight improvement, however when stopped there was a significant worsening of the event, evolving with more inflammatory nodules with areas that have fluctuation. About 22 days later, patient returned with worsening of phlogistic signs and edema, with an area of abceding appearance and well defined nodulations. Patient was treated with 3 hyaluronidase infiltration, and predsim and an oral antibiotic (moxifloxacin). Symptoms are ongoing but still presents phlogistic signals and hardening. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00366(allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to d.10:concomitant therapies: post-treatment: hirudoid. Clarifications to e.1.: phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.